Event description:
Rptr has had the suspect device for two yrs and has had to have it adjusted several times because it buzzes and the batteries run down very fast. The device, a hearing aid, is worn in his right ear. He feels that it was never properly repaired and now the warranty has run out.